Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 87 31sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8598a, serial/lot #: (B)(4), ubd: 06-may-2017, UDI#: (B)(4). Product ID: 8731sc, serial/lot #: (B)(6), ubd: 21-jan-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (300 mcg/ml at 126 mcg/day) via an implanted pump. On (B)(6) 2020 it was reported that since the patient had her pocket revision in 2019 (see manufacturer¿s report # 3004209178-2019-17977) she had not had good relief. It was unknown if there were any environmental, external, of patient factors that may have led or contributed to the issue. The plan was to aspirate the catheter and do a dye study, but the physician could not aspirate the catheter, so the dye study was not performed. The roller study was normal. The patient was to follow up with her managing physician to determine next steps. It was unknown if surgical intervention would occur, but it was assumed that it would. The issue was not yet resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.